Event description:
Difficult walking / trouble walking and it was difficult to navigate (left knee) [walking difficulty]. Impossible to bend knees / very difficult to get up and down to sit (left knee) [joint range of motion decreased]. Very painful extremely swollen (left) knees + legs + thighs [leg pain]. Very painful extremely swollen (left) knees + legs + thighs [swelling of legs]. ([Condition worsened]). Knees were hot / still feel warm to touch (left knee) [joint warmth]. Very painful extremely swollen (left) knees + legs + thighs / very difficult to get up and down to sit / and horrendous pain to sit and stand up (left knee) [arthralgia aggravated] ([pain upon movement]). Very painful extremely swollen (left) knees + legs + thighs [swelling of l knee]. ([Condition worsened]). Joint stiffness (left knee) [stiff knees]. No changes prior to the injections vs after the injections/ no improvement [device ineffective]. Case narrative: based on additional information received on (B)(6) 2020, the case became medically confirmed. The case was linked to (B)(4) (on (B)(6) 2020 injection, right knee), (B)(4) (on (B)(6) 2020 injection, left knee), (B)(4) (on (B)(6) 2020 injection, right knee), (B)(4) (on (B)(6) 2020 injection, left knee) and (B)(4) (on (B)(6) 2020 injection, right knee) (multiple devices for same patient). Initial information was received from united states on (B)(6) 2020 regarding an unsolicited valid serious case from patient. This case involves 82 years old female patient (165.1 cm and 66.67 kg) who experienced difficult walking / trouble walking and it was difficult to navigate (left knee), impossible to bend knees / very difficult to get up and down to sit (left knee), knees were hot / still feel warm to touch (left knee), very painful extremely swollen (left) knees + legs + thighs / very difficult to get up and down to sit / and horrendous pain to sit and stand up (left knee), and joint stiffness (left knee), no changes prior to the injections vs after the injections / no improvement with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s) and family history were not provided. The patient did use synvisc a while ago but than her insurance would not pay for it any longer, so she had used orthotics and other injectables, once a year and she did not have any problems with these previous shots in knees. The patient had no reaction to hyalgan injectables ever for past 10 years or more other than initial injection site discomfort which was very temporary. Patient was trying to put off knee surgery. On (B)(6) 2020, the patient had knee x-rays, no significant changes were seen than the previous x-rays and request for authorization for synvisc injections was submitted. There was no history of previous adverse reactions. Concomitant medications included levothyroxine sodium (synthyroid) for thyroid; estradiol for hormone; metoprolol for daily palpitations; brimonidine tartrate (alphagan p) for glaucoma; timolol for glaucoma; and bimatoprost (lumigan) for glaucoma. On (B)(6) 2020, the patient received first injection of synvisc series. On (B)(6) 2020, the patient received second hylan g-f 20, sodium hyaluronate injection (syringe) in left knee at the dose of 16 mg / 2ml, once a week for 3 weeks (lot: 8rsp029a, expiration date: 31-oct-2021) for knee problems / osteoarthritis (route: intra-articular). It was a pre-filled syringe, stored at room temperature. It was reported that second dose was a problem. Same day after the injection, patient had very painful and extremely swollen left knee + thigh + leg (arthralgia, pain in extremity, joint swelling, peripheral swelling) and patient was sore. Patient was iced and ibuprofen (advil) at home. On an unknown date in 2020, after unknown latency, it became worse (condition worsened), knee was hot (joint warmth), more swelling, joint stiffness, difficult / trouble walking (gait disturbance) and horrendous pain to sit and stand up (pain, joint range of motion decreased). Reportedly, the patient's knees were worse than before injections. Had to use husband's walker for stability walking as it was difficult to navigate. Event of gait disturbance was assessed as serious due to disability and medically significant. Patient had to use walker for stability walking. It was very difficult for the patient to get up and down to sit. Patient continued ibuprofen and icing. It was impossible to bend knees (onset: 2020; latency: few days) (joint range of motion decreased). Patient skipped a week, cancelled third shot scheduled for on (B)(6) until knees were improved and she could walk without walker; thinking that would help and on (B)(6) 2020, patient had the third dose, was able to slow walk and drive to doctor's office. Patient had used hyaluronate sodium and other injections once a year did not have any problems that she experienced with the hylan g-f 20, sodium hyaluronate. On (B)(6) 2020, event of pain in extremity, joint swelling, and peripheral swelling were resolved. As of on (B)(6) 2020, the patient was not able to bend knees properly, knees were stiff and sore, still had trouble getting up and down from sitting position and knees still feel warm to touch. The patient wanted to continue with injections. Upon physical exam on an unknown date, it was seen that there were no changes prior to the injections vs after the injections and there was no improvement (device ineffective). Action taken: not applicable for no changes prior to the injections vs after the injections / no improvement; drug withdrawn for all events. Corrective treatment: not reported for no changes prior to the injections vs after the injections / no improvement; walker for gait disturbance; iced and ibuprofen (advil) for rest all events. Outcome: recovering / resolving for gait disturbance and joint warmth; not recovered / not resolved arthralgia, joint stiffness, and joint range of motion decreased; recovered / resolved for pain in extremity, joint swelling, and peripheral swelling; not applicable for no changes prior to the injections vs after the injections / no improvement. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc (lot number: 8rsp029a) with global ptc number: (B)(4). The production and quality control documentation for lot number: 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformance's were noted. Based on the lot number batch record review & lot number frequency analysis for lot number: 8rsp029a no corrective and preventive action (CAPA) was required. Sanofi global pharmacologia and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2020 there are 10 complaints on file for lot number: 8rsp029 and all related sub-lots. 4 complaints are on file for lot number: 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. 6 complaints were on file for lot number: 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on (B)(6) 2020. Follow up information received on (B)(6) 2020 from other healthcare professional. Global ptc number added. No significant information. Additional information was received on (B)(6) 2020 from other healthcare professional. Global ptc number was added. Ptc results received and processed. Additional information was received on (B)(6) 2020 from patient. As reported term was updated to difficult walking / trouble walking and it was difficult to navigate (left knee) and its outcome was updated to recovering. Events were added- impossible to bend knees / very difficult to get up and down to sit (left knee), knees were hot / still feel warm to touch (left knee), very painful extremely swollen (left) knees + legs + thighs / very difficult to get up and down to sit / and horrendous pain to sit and stand up (left knee), and joint stiffness (left knee). Medical history and concomitant medications were updated. Related case ids were added. Clinical course updated. Text amended accordingly. Additional information was received on (B)(6) 2020 from the physician. Case upgraded to medically confirmed. Event added for no changes prior to the injections vs after the injections / no improvement. Symptom verbatim updated for very painful / very difficult to get up and down to sit/and horrendous pain to sit and stand up/ sore (left knee). Clinical course was updated. Text amended accordingly.

Event description:
Difficult walking/trouble walking and it was difficult to navigate (left knee) [walking difficulty]. Impossible to bend knees/very difficult to get up and down to sit (left knee) [joint range of motion decreased]. Very painful extremely swollen (left) knees + legs + thighs [leg pain]. Very painful extremely swollen (left) knees + legs + thighs [swelling of legs]. ([Condition worsened]). Knees were hot/still feel warm to touch (left knee) [joint warmth]. Very painful extremely swollen (left) knees + legs + thighs/very difficult to get up and down to sit/and horrendous pain to sit and stand up (left knee) [arthralgia aggravated]. ([Pain upon movement]). Very painful extremely swollen (left) knees + legs + thighs [swelling of l knee]. ([Condition worsened]). Joint stiffness (left knee) [stiff knees]. Case narrative: the case was linked to (B)(4) ((B)(6) 2020 injection, right knee) (multiple devices for same patient). Initial information was received from united states on 07-aug-2020 regarding an unsolicited valid serious case from patient. This case involves 82 years old female patient (165.1 cm and 66.67 kg) who experienced difficult walking/trouble walking and it was difficult to navigate (left knee), impossible to bend knees/very difficult to get up and down to sit (left knee), knees were hot/still feel warm to touch (left knee), very painful extremely swollen (left) knees + legs + thighs/very difficult to get up and down to sit/and horrendous pain to sit and stand up (left knee), and joint stiffness (left knee), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s) and family history were not provided. The patient did use synvisc a while ago but than her insurance would not pay for it any longer, so she had used orthovisc and other injectables, once a year and she did not have any problems with these previous shots in knees. The patient had no reaction to hyalgan injectables ever for past 10 years or more other than initial injection site discomfort which was very temporary. Patient was trying to put off knee surgery. On (B)(6) 2020, the patient had knee x-rays, no significant changes were seen than the previous x-rays and request for authorization for synvisc injections was submitted. Concomitant medications included levothyroxine sodium ("synthroid") for thyroid; estradiol for hormone; metoprolol for daily palpitations; brimonidine tartrate (alphagan p) for glaucoma; timolol for glaucoma; and bimatoprost (lumigan) for glaucoma. On (B)(6) 2020, the patient received first injection of synvisc series. On (B)(6) 2020, the patient received second hylan g-f 20, sodium hyaluronate injection (syringe) in left knee at the dose of 16 mg, once a week for 3 weeks (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis (route: unknown). It was reported that second dose was a problem. Same day after the injection, patient had very painful and extremely swollen left knee + thigh + leg (arthralgia, pain in extremity, joint swelling, peripheral swelling). Patient was iced and ibuprofen (advil) at home. On an unknown date in 2020, after unknown latency, it became worse (condition worsened), knee was hot (joint warmth), more swelling, joint stiffness, difficult/trouble walking (gait disturbance) and horrendous pain to sit and stand up (joint range of motion decreased). Reportedly, the patient's knees were worse than before injections. Had to use husband's walker for stability walking as it was difficult to navigate. Event of gait disturbance was assessed as serious due to disability and medically significant. Patient had to use walker for stability walking. It was very difficult for the patient to get up and down to sit. Patient continued ibuprofen and icing. It was impossible to bend knees (onset: 2020; latency: few days) (joint range of motion decreased). Patient skipped a week, cancelled third shot scheduled for (B)(6) until knees were improved and she could walk without walker; thinking that would help and on (B)(6) 2020, patient had the third dose, was able to slow walk and drive to doctor's office. Patient had used hyaluronate sodium and other injections once a year did not have any problems that she experienced with the hylan g-f 20, sodium hyaluronate. On (B)(6) 2020, event of pain in extremity, joint swelling, and peripheral swelling were resolved. As of (B)(6) 2020, the patient was not able to bend knees properly, knees were stiff and sore, still had trouble getting up and down from sitting position and knees still feel warm to touch. Action taken: drug withdrawn for all events. Corrective treatment: walker for gait disturbance; iced and ibuprofen (advil) for rest all events. Outcome: recovering / resolving for gait disturbance and joint warmth; not recovered / not resolved arthralgia, joint stiffness, and joint range of motion decreased; recovered / resolved for pain in extremity, joint swelling, and peripheral swelling. A product technical complaint (ptc) was initiated on 10-aug-2020 for synvisc (lot number: 8rsp029a) with global ptc number (B)(4). The production and quality control documentation for lot number 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 8rsp029a no corrective and preventive action (CAPA) was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 19aug2020 there are 10 complaints on file for lot number 8rsp029 and all related sub-lots. 4 complaints are on file for lot number 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. 6 complaints were on file for lot number 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on 20-aug-2020. Follow up information received on 10-aug-2020 from other healthcare professional. Global ptc number added. No significant information. Additional information was received on 20-aug-2020 from other healthcare professional. Global ptc number was added. Ptc results received and processed. Additional information was received on 14-sep-2020 from patient. As reported term was updated to difficult walking/trouble walking and it was difficult to navigate (left knee) and its outcome was updated to recovering. Events were added- impossible to bend knees/very difficult to get up and down to sit (left knee), knees were hot/still feel warm to touch (left knee), very painful extremely swollen (left) knees + legs + thighs/very difficult to get up and down to sit/and horrendous pain to sit and stand up (left knee), and joint stiffness (left knee). Medical history and concomitant medications were updated. Related case ids were added. Clinical course updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 11-aug-2020: this case concerns a patient who had treatment with synvisc and had trouble walking and was difficult to navigate due to which patient used walker. Based on available information, plausible causal role of the device cannot be denied, however, more information regarding patient's relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
Trouble walking and it was difficult to navigate (left knee) [walking difficulty] case narrative: initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. The case was linked to (B)(4), (multiple devices for same patient). This case involves 82 years old female patient who had trouble walking and it was difficult to navigate (left knee), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 60 mg, once a week via unknown route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in left knee. On (B)(6) 2020, patient had the second injection. It was reported that second dose was a problem. On an unknown date in 2020, after latency of few days, patient had trouble walking and used husband's walker and it was difficult to navigate (event assessed as serious due to disability). Patient skipped a week thinking that would help and on (B)(6) 2020, patient had the third dose. Action taken: drug withdrawn. Corrective treatment: walker. Outcome: unknown . A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc (lot number: 8rsp029a) with global ptc number (B)(4). The production and quality control documentation for lot # 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp029a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of19aug2020 there are 10 complaints on file for lot# 8rsp029 and all related sub-lots. 4 complaints are on file for lot# 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. 6 complaints were on file for lot # 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on 20-aug-2020. Follow up information received on 10-aug-2020 from other healthcare professional. Global ptc number added. No significant information. Additional information was received on 20-aug-2020 from other healthcare professional. Global ptc number was added. Ptc results received and processed.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2020: this case concerns a patient who had treatment with synvisc and had trouble walking and was difficult to navigate due to which patient used walker. Based on available information, plausible causal role of the device cannot be denied, however, more information regarding patient's relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
Trouble walking and it was difficult to navigate (left knee) [walking difficulty]. Case narrative: initial information received from united states on (B)(6) 2020 regarding an unsolicited valid serious case received from patient. The case was linked to (B)(4) (multiple devices for same patient). This case involves (B)(6) years old female patient who had trouble walking and it was difficult to navigate (left knee), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 60 mg, once a week via unknown route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in left knee. On (B)(6) 2020, patient had the second injection. It was reported that second dose was a problem. On an unknown date in 2020, after latency of few days, patient had trouble walking and used husband's walker and it was difficult to navigate (event assessed as serious due to disability). Patient skipped a week thinking that would help and on (B)(6) 2020, patient had the third dose. Action taken: drug withdrawn. Corrective treatment: walker. Outcome: unknown. A product technical complaint was initiated and results were pending for the same.